Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 526 mg/dl at the time of the event. The customer's nurse reported that the insulin pump was not working. The customer's nurse requested that someone personally troubleshoot the insulin pump with the customer. A request was made to have someone meet with the customer. Nothing further was reported.

Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "03/31/2010". The manufacturer's records show the actual expiration date to be 03/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.